Manufacturer narrative:
No parts returned for analysis. Manufacture date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site could not complete integration with an ultrasound machine while attempting calibration. It was verified by a manufacturer representative on site that the settings and set up were correct, but that the system would not allow them to move passed the depth changing step in calibration. An alternative navigation system was attempted and this did not result in a resolution. The representative for the ultrasound machine verified everything was correct on that system. Cables were exchanged and this also did not provide a resolution. No patient present at the time of this event.